Event description:
It was reported that a malfunction occurred on the customer's pump, with multiple instances of the same issue having been noted. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump to clear the malfunction code and agreed to use it until the replacement arrived. Technical support arranged to send a replacement pump with updated software, provided instructions on placing the pump into storage mode, and ensured the customer understood the return process for the faulty pump. The customer was informed about the need to program settings and connect the cgm to the new pump.